Event description:
This unsolicited case from united states was received on 21-dec-2017 from patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and after few hours had headache, vomiting, fever, intense pain in both knees; after unknown latency both knees were slightly swollen and difficult to bear weight on either knee. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication was provided. The patient stated that he did not have any prior knee injections or treatment before receiving the synivsc-one injections, and the last knee treatment he received was the 3-injection synvisc in both knees about 18 months prior to the synvisc-one injections. The patient stated he had no adverse events from the 3- injection synvisc. On a pain scale of 1-10, with 10 being the worst pain, the patient estimated his knee pain in both knees prior to synvisc-one as a 2. The patient stated that he had no prosthetic devices in his body, had not been treated with immunosuppressants, and had no allergies to chicken, feathers, eggs, or bird proteins on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) in both knees at mid-day. On the same day, about 6 to 8 hours after receiving the synvisc-one injections, the patient experienced headache, vomiting, fever, and intense pain in both knees. The patient did not engage in any strenuous activity such as jogging or tennis following the synvisc-one injections. On an unknown date in 2017, after unknown latency, patient stated that both knees were slightly swollen after the synvisc-one injections, and it was very difficult to bear weight on either knee. On a pain scale of 1-10, with 10 being the worst pain, the patient estimated his knee pain in both knees prior to synvisc-one as a 2, and about 24 hours after the injections the pain was between 8 and 10 in both knees. The patient did not measure his fever with a thermometer, but he stated that it lasted about 24 to 36 hours. The patient had no blood work done. The patient was not hospitalized. The patient did not have his knees drained. The patient had no cultures performed. The patient contacted his doctor 2 days after the injections, and by that time his fever had broken, and they decided that if the patient's adverse symptoms continued they would flush his knees, but it turned out that did not have to be done. By 4 days after the injections, all of the patient's symptoms were diminishing. The doctor offered to prescribe pain medication for the patient, but the patient declined it, and treatment of his knee symptoms consisted of ice and staying off of his knees as much as possible. The patient stated that both knees now were pretty much back to where they were before he received the synvisc-one injection, at a constant pain level of about 2 to 3 on the scale, and he described it as a dull ache. The patient stated that no other medication was injected at the same time as the synvisc-one, not even a local anesthetic, they put a cold pack on his knees to numb them before doing the injection corrective treatment: ice for both knees were slightly swollen, intense pain in both knees; not reported for rest of the events outcome: recovered for fever; recovering for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced headache, vomiting, fever, pain in both knees, swelling in both knees and weight bearing difficulty. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 21-dec-2017 from patient this case concerns a (B)(6) year old male patient who received treatment with synvisc one and after few hours had headache, vomiting, fever, intense pain in both knees; after a latency of 1 day had nausea; after unknown latency both knees were slightly swollen and difficult to bear weight on either knee. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication was provided. The patient stated that he did not have any prior knee injections or treatment before receiving the synivsc-one injections, and the last knee treatment he received was the 3-injection synvisc in both knees about 18 months prior to the synvisc-one injections. The patient stated he had no adverse events from the 3- injection synvisc. On a pain scale of 1-10, with 10 being the worst pain, the patient estimated his knee pain in both knees prior to synvisc-one as a 2. The patient stated that he had no prosthetic devices in his body, had not been treated with immunosuppressants, and had no allergies to chicken, feathers, eggs, or bird proteins. Concomitant medications included: hydrochlorothiazide, amlodipine, losartan potassium, tadalafil (cialis) and testosterone. Medical history included: high blood pressure. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) in both knees at mid-day. On the same day, about 6 to 8 hours after receiving the synvisc-one injections, the patient experienced headache, vomiting, fever, and intense pain in both knees. The patient did not engage in any strenuous activity such as jogging or tennis following the synvisc-one injections. On an unknown date in 2017, after unknown latency, patient stated that both knees were slightly swollen after the synvisc-one injections, and it was very difficult to bear weight on either knee. On a pain scale of 1-10, with 10 being the worst pain, the patient estimated his knee pain in both knees prior to synvisc-one as a 2, and about 24 hours after the injections the pain was between 8 and 10 in both knees. The patient did not measure his fever with a thermometer, but he stated that it lasted about 24 to 36 hours. The patient had no blood work done. The patient was not hospitalized. The patient did not have his knees drained. The patient had no cultures performed. The patient contacted his doctor 2 days after the injections, and by that time his fever had broken, and they decided that if the patient's adverse symptoms continued they would flush his knees, but it turned out that did not have to be done. By 4 days after the injections, all of the patient's symptoms were diminishing. The doctor offered to prescribe pain medication for the patient, but the patient declined it, and treatment of his knee symptoms consisted of ice and staying off of his knees as much as possible. The patient stated that both knees now were pretty much back to where they were before he received the synvisc-one injection, at a constant pain level of about 2 to 3 on the scale, and he described it as a dull ache. The patient stated that no other medication was injected at the same time as the synvisc-one, not even a local anesthetic, they put a cold pack on his knees to numb them before doing the injection corrective treatment: ice for both knees were slightly swollen, intense pain in both knees; not reported for rest of the events outcome: recovered for fever; recovering for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 30-jan-2018 from the patient. Event of nausea was added. Concomitant medications and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced headache, vomiting, fever, pain in both knees, swelling in both knees and weight bearing difficulty. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.